Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the insulin delivery of the infusion device is inaccurate. The patient has experienced hyperglycemia in the morning for the past 4 months, and she and her diabetic counselor believe the insulin delivery is too low. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.